Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two tears on their driveline and their white power cable drained faster than their black power cable. The system controller was switched out on (B)(6) 2022 and a clamshell repair was considered. Related pump MFR #: 2916596-2022-14407.

Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and low voltage hazard alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 25 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from (B)(6) 2022 at 14:42:23 to (B)(6) 2022 at 14:53:45 due to the relative state of charge fluctuating, causing the voltage to drop below the low voltage threshold. The atypical low voltage advisory alarms occurred on the black power lead. During this time the log file also captured low voltage hazard alarms. The low voltage hazard alarms activated due to the voltage on the black power lead fluctuating below the low voltage threshold while the white power lead was disconnected. The atypical alarms occurred while connected to 14v batteries. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any troubleshooting was performed to resolve the low voltage alarms and if exchanging the controller resolved the issue; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage hazard and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the vad coordinator that the controller will be switched out on (B)(6) 2022 but the controller was never exchanged. No products were returned to abbott and the cleaning of batteries/clips were encouraged.